Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. While attempting to retrieve the sheath at the end of the procedure, the device separated at the connection of the hub and sheath shaft. There was no longer any guidewire in place. The surgeon was able to pull the sheath shaft out of the popliteal vein with no injury or harm to the patient.

Manufacturer narrative:
The returned device was removed from packaging, decontaminated, and photographed . Visual examinations found that the sheath was separated at the swivel hub/shaft bond. A corrective action was opened to address the issue, the investigation determined the root cause to be the adhesive curing process at the swivel hub/shaft bond. Manufacturing records were reviewed and no issues in the device history record were observed that would contribute to the reported issue. Additionally, a complaint history review was conducted for this manufacturing lot and no additional complaints were identified for this reported issue. Evaluation of this adverse event demonstrated that there was no patient harm. However, the information reasonably suggest that the device has malfunctioned and that if this malfunction were to recur, it may cause or contribute to a death or serious injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. While attempting to retrieve the sheath at the end of the procedure, the device separated at the connection of the hub and sheath shaft. There was no longer any guidewire in place. The surgeon was able to pull the sheath shaft out of the popliteal vein with no injury or harm to the patient.